Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a confirmed fingerstick blood glucose of 55 mg/dl after announcing a meal at 67 mg/dl; the user had announced the meal while low and was counseled that this is not recommended, then ingested oral glucose via regular soda, with glucose improving. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.